Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump received no delivery alarms. The caller stated that the customer had high blood glucose of 400 mg/dl at the time of incident. The caller reported that the cannula was bent after removing out of the body. The caller declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.